Event description:
The fe reported the system displayed a precharge error message. This message will result in a no boot situation. There is no reports of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.